Manufacturer narrative:
Concomitant products: addr01 ipg implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right atrial (ra) lead was fractured. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.